Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID - case number: (B)(6). Date of implant reported as (B)(6) 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that the patient was initially treated on an unknown date in (B)(6) 2012 for an infected non-union of the right distal femur. Infection and non-union were treated with irrigation and debridement along with removal of unknown hardware. The patient was then revised to open reduction internal fixation by implanting a 7-hole liss plate and locking screws along with bone grafting of the fracture site and antibiotic beads. The non-union persisted and the patient was revised on (B)(6) 2013 to a 13-hole liss plate in addition to two 4.5mm cortex screws which were used as anterior to posterior lag screws. The non-union was also bone grafted with iliac bone autograft and 60cc cancellous chips. This is report 1 of 1 for complaint (B)(4). This report is for the initially implanted unknown set of hardware.